Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and incorrect insulin dosing. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to dosing the incorrect amount of insulin. It was also reported that the pod was receiving a communication issue when trying to activate. Three follow ups were performed but no additional information was provided about the medical event.